Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To resolve the issue the fse cleaned the connectors, display board and flat cables inside of the display. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The name of the event site has been abbreviated due to field character limit; the full name should read (B)(6) general hospital.

Event description:
It was reported that during pre-use check of the cs300 intra-aorta balloon pump (iabp), upon start up, the screen was shaking, the screen normalized after a while. The screen appeared normal if launched before iab catheter insertion; however the screen would start shaking after start up and after iabp catheter insertion. There was no patient involvement and no adverse event reported.